Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the patient passed out at home, saw a white light, and was diaphoretic. The patient has an implantable pulse generator (ipg) and it remains in use. No further patient complications have been reported as a result of this event.